Manufacturer narrative:
Event date: approximately the end of (B)(6) 2010. (B)(4). Device evaluated by manufacturer: a visual and microscopic analysis of the returned device found that the stent was partially deployed by approximately 14 mm. The blue outer sheath was kinked and accordioned approximately 2 mm at 215 mm proximal to the distal end of the blue outer sheath. During analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. A large amount of blood was found to be present inside the outer sheath. No issues were noted with the profile of the inner lumen, however, the distal stent wires were uncrossed and damaged and a central stent wire was also damaged. The central stent wire damage was in an area consistent with the partial retraction of the outer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during an unspecified treatment procedure, deployment difficulties were encountered. A 8 x 40mm x 100cm wallstent-uni endoprosthesis with unistep plus delivery system was selected and resistance during advancement, insertion and rotation was encountered. During the deployment attempt the stent failed to deploy. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported. Returned product analysis revealed a partially deployed stent.